Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have breakage of the teflon pad at the tip and middle. A piece measuring approximately 2.7 mm x 2.5 mm was found to be broken off, confirming that a fragment detached from the instrument. The separated pieces were not returned. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tip of the harmonic ace instrument was broken. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 19-apr-2026: the broken tip was not intact and broken off/detached from the instrument. No photos are available for review.